Manufacturer narrative:
This event occurred in (B)(6).

Event description:
During a service visit, the customer explained to the field service engineer that they had some fluctuation in results for patient samples tested for crep2 creatinine plus ver.2 (crea) on a cobas 6000 c (501) module - c501. The customer provided data for three patient samples with questioned crea results. Of the three samples, two had erroneous crea results. The erroneous results were not reported outside of the laboratory. The first sample initially resulted with a value of 0.53 mmol/l, which repeated as 0.86 mmol/l. The second sample initially resulted with a value of 1.25 mmol/l, which repeated as 0.94 mmol/l. No adverse events were alleged to have occurred with the patients. The crea reagent lot number was 337719. The reagent expiration date was asked for, but not provided. The field service engineer checked the rinse performance, reagent probe performance, and the gear pump. The engineer found that a vacuum nozzle on the rinse mechanism was clogged. He cleaned all nozzles of the rinse mechanism and water inlet tubing with bleach. He adjusted the cuvette water levels. He checked the internal and external probe rinsing; this was ok. He checked probe adjustments and adjusted the movement in the sample arm. Investigations determined that the service actions resolved the issue. Reagent issues could be excluded as the correct results were measured under the same conditions.